Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the up arrow keypad button has been intermittently unresponsive over the past few weeks, gradually getting worse. The reporter denies damage to the keypad or trauma to the pump. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/20/2012 with the following findings: on investigation, the keypad was found to be fully intact. The up arrow keypad button had intermittent response when pressed and required multiple presses to evoke a response. The down arrow, ok and contrast keypad buttons responded appropriately when pressed. The keypad was removed for investigation and revealed visible contamination under all button contacts.